Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected and it was noted that there were 2 tears in the silicon housing, one tear on the needle chamber, and one tear in the silicon housing by the siphon guard. It was reported by the customer that it was possible that the surgeon may have damaged the device during removal; therefore, it is not possible to determine how the device became torn. As noted in the instructions for use, the silicone housing will tear if in contact with sharp or pointed objects. It was also noted during the investigation that biological debris was found throughout the device. This appears to have been the root cause of the occlusion reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Rep reported that the patient's catheter appeared to be kinked and the valve was occluded. Upon removal, the doctor may have damaged the housing; however, he claimed the issue with the device was prior to removal.